Manufacturer narrative:
H6: the broken patient circuit was returned to ventec for evaluation where it was confirmed that the circuit experienced a bond joint failure. Ventec previously reviewed historical complaint data related to broken circuit bond joints and initiated an investigation to determine root cause and identify any further actions to correct the issue and prevent recurrence. It was observed that complaints reporting broken circuits were primarily heated circuits of the non-over molded design. Patient circuits that were in ventec's complaint retention which had previously been reported as having broken bond joints were evaluated by ventec. The ventec engineering team reviewed expected use cases, materials, and conducted additional testing to understand potential root causes and contributing factors. The investigation determined that the root cause of the reported issue was potential degradation of loctite 4601 strength in the polycarbonate/polypropylene connection due to high temperature and near saturation humidity conditions. Ventec had changed the design of the patient circuit to an over-molded connection back in (B)(6) 2020. Ventec also conducted a risk assessment based on reasonably foreseeable sequence of events. That risk assessment concluded overall risk is within acceptable limits. If the glue bond were to break during usage, the vocsn system has leak detection mitigations such as the patient circuit disconnect alarm, low inspiratory pressure alarm, and low minute volume alarm to alert the patient, caregiver and/or medical personnel. Ventec confirmed the patient circuit involved in the reported event was a legacy circuit that was not over-molded, and that it failed due to elevated heat and humidity weakening the bond joint.

Event description:
It was reported to ventec that a patient circuit's connector broke during use. When the patient circuit (pediatric, active, heated w/oxygen) broke, the vocsn device it was connected to alarmed which alerted the staff. Nurses were able to replace the patient circuit and the reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the broken patient circuit. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit.

Manufacturer narrative:
H6: the patient circuit will be returned to ventec for evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.